Event description:
Patient has a becker external drainage and monitoring system. This rn noticed the white stopcock medial to the cerebrospinal fluid (csf) sampling port was leaking csf fluid. The system was changed out to a new box was opened and attached to the patient.

Event description:
Patient has a becker external drainage and monitoring system. This rn noticed the white stopcock medial to the cerebrospinal fluid (csf) sampling port was leaking csf fluid. The system was changed out to a new box was opened and attached to the patient.